Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. A correction was made to update section g3. Date received by manufacturer.

Event description:
Product performed: lavh. Event description: feedback - case observations. Feedback was collected on (B)(6) 2024 from [name of doctor]. Veress then 12mm applied, three 5x100mm low profile reusable trocars (unsure brand, inquired with tm). Surgeon asked for voyant, opened eb215. Unfortunately, it didn't fit down the reusable trocars. Tried lube but too tight (one accidental bump of the activations button). Suggested change trocars but surgeon was reluctant, opened [competitor device]. Discussed trying voyant on another case with applied trocars. Asked what the cost was, advised the total applied handpiece + trocars would possibly still be more cost effective against [competitor device] + reusables. Surgeon still happy to try voyant on another case. Eb215 was opened, first attempt at putting down 5mm reusable trocar to begin hemostasis/mobilisation. Eb215 did not fit down trocar. Surgeon tried lube, still too tight. There was no clinical impact to the patient as a result of the event. Rep suggested change trocars to applied 5mm but surgeon didn't want to. Surgeon asked for [competitor device]. Intervention: rep suggested to change trocars to applied 5mm, but surgeon didn't want to. Surgeon asked for [competitor device]. Patient status: no patient injury has been reported as a result of this event.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Product performed: lavh. Event description: feedback - case observations. Feedback was collected on (B)(6) 2024 from [name of doctor]. Veress then 12mm applied, three 5x100mm low profile reusable trocars (unsure brand, inquired with tm). Surgeon asked for voyant, opened eb215. Unfortunately, it didn't fit down the reusable trocars. Tried lube but too tight (one accidental bump of the activations button). Suggested change trocars but surgeon was reluctant, opened [competitor device]. Discussed trying voyant on another case with applied trocars. Asked what the cost was, advised the total applied handpiece + trocars would possibly still be more cost effective against [competitor device] + reusables. Surgeon still happy to try voyant on another case. Intervention: ni. Patient status: no patient injury has been reported as a result of this event.